Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was having problems with the zoom function. Inspection and testing of the returned device found foreign materials evacuating the suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and discolored, the water removal function was insufficient, the universal cord had a wrinkle, the camera cover had a dent, and the connecting tube had a scratch. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, there were no abnormalities with the accessories and the instrument channel was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.